Event description:
The pt was undergoing an aortic valve replacement procedure. During catherization for coronary bypass. The sinus catheter was placed uneventfully. The endopulmonary vent catheter (epv) was inserted in the usual fashion. At one point the epv was thought to be in a wedge position. However, fluoroscopy showed that it had curled in the right ventricle. Shortly thereafter the pt's blood pressure decreased & a sternotomy was performed. A right ventricle perforation with associated cardiac tamponade was diagnosed. The right ventricular perforation was repaired & the pt's operative course was subsequently uneventful.